Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 778mg/dl. Insulin pump had no delivery alarm during priming. Battery cap and screen of insulin pump was damaged. The product will be returned for analysis.